Event description:
The report received from the study indicated that the patient had a non-q wave myocardial infarction (mi) after the index procedure for implantation of two cypher select stents. The location of the mi was undetermined. There was no evidence of stent thrombosis and no intervention or surgery was needed. The patient's cardiac enzymes were mildly elevated post-procedure and did not meet acc criteria for mi. The patient was discharged the day after the procedure. The event description attributed the enzyme elevation to the manipulation and ballooning. There were no procedural complications or device deviations reported. The adverse event was reported to have a probable relationship to the study devices/procedure. The event was mild in severity and was not a serious adverse event. The event outcome information was complete and the patient's event outcome was resolved without sequel.

Manufacturer narrative:
The indication for the index procedure was stable angina. The patient was reported to have one-vessel disease and one lesion was treated during the elective index procedure. No staged procedure was planned. The target lesion for the procedure was the mid circumflex with an adjacent obtuse marginal (om) branch. No vessel or lesion characteristics were provided. Two (2) cypher select plus stents were implanted: a 2.75 x 33 mm (stent #1), and a 3.0 x 18 mm (stent #2). Deployment pressures were not provided. No additional information appears to be available. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2008-00574 and # 9616099-2008-00575.